Event description:
On 7/9/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a corkscrew suffered re-dislocation, which caused the failure of fixation. As an additional treatment, a revision surgery was performed. An mpfl repair was performed for patellar instability. The physician did not disclose the dates for either surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.